Event description:
A customer observed multiple non-reproducible, higher than expected vitros gent quality control results (qc fluid biorad 2= 17.20 vs. An expected result= 13.09 mol/l; qc fluid biorad 3= 21.58 vs. An expected result= 16.57 mol/l) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible, higher than expected vitros gent quality control results were obtained on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause. However, an instrument or reagent related issue, the biorad quality control fluids in use and the vitros gent calibration curve in use at the time of the event cannot be ruled out as potential contributing factors. Expected quality control results were obtained following recalibration of the same reagent lot. Further investigative actions were attempted. However, the customer did not wish to investigate further. The root cause of this event is unknown.